Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported waking up at midnight with blood glucose readings of 452 mg/dl. Customer has treated with the insulin pump and manual injections. Customer reported feeling dizzy. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Self test was performed and passed. Low reservoir alarm was noted in the alarm history. Customer's blood glucose reading at the time of the call was 144 mg/dl. No further information reported.